Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event (power disconnect) was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a cell pair falling below the allowed voltage threshold. Heartware has opened an internal investigation to evaluate these types of issues. Additionally, the unit was found having a high max error reading, indicative that the unit was out of calibration. The faulty cell finding most likely contributed to battery being out of calibration. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported per the vad coordinator that the battery is not always recognized by the controller. The event could be reproduced by moving the battery connector. It was reported that there was no visual damage seen and no other alarms were reported. The issue resolved after replacement of the device. No additional information is available.

Manufacturer narrative:
The most likely root cause of the reported power disconnect event may be attributed to a battery with a faulty internal cell pair. Heartware has opened an internal investigation to address the issue faulty internal cell pair. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.